Manufacturer narrative:
Patient information was unavailable from the site. The stylet was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, the stylet was recognized but would not track and showed a red status. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a catheter placement procedure, the electromagnetic navigation stylet lost functionality when plugged into the electromagnetic interface. Shifting the unit to a second port did not restore functionality. A second stylet was used to complete the procedure. There was no reported impact on patient outcome.